Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use before gastroscopy, the endoscopic image disappeared. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video connector could not be connected stably because the push key of the socket was not functioning. Therefore, there is a possibility that various image defects occur. It is likely that the lock mechanism of the video connector receiver has worn and broken due to repeated use, or the lock mechanism of the video connector has broken due to the user's attempt to pull out the video connector without lowering the unlock lever. Regarding the removal of the video connector, the instruction manual states, "when an endoscope, video converter, or camera head is used, disconnect the video scope cable from the video system while holding the video system center with a hand so that it does not move and pushing the lock lever down."